Event description:
Medtronic received information that during an extracorporeal membrane oxygenation (ECMO) case, there were some noise near the biopump head and a big crack appeared causing major bleeding. About 300ml of blood had been lost and the patient required a blood transfusion. The perfusionist changed out the pack in which the pump was a component. The pump head had been used for about 39 hours prior to the incident. There was no patient effect and the biopump will not be returned due to the hospital unwilling to send it.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation; however from the event description the product must have been exposed either by direct or indirect contact to an alcohol based solution. The instructions for use for this product states "do not use alcohol or alcohol based solutions on any surface of the pump." Should further information be provided, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.